Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient's spouse reported left side deflation and pain. The device remains implanted.

Event description:
Patient's spouse reported left side deflation and pain. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.